Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple unexplained reboots. During testing, the pump powered on properly with the returned battery cap. The battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. No damaged was found to the battery compartment. The pump was exercised for 24 hours with no power interruptions or alarms observed. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump intermittently lost power. It was also alleged that the yellow o-ring of the battery cap was visible while attached to the pump at the time of the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.